Event description:
The customer reported that bath 1 of the unicel dxh slidemaker stainer had overflowed with methanol into the bath tray. The customer indicated that the bath tray filled completely and ultimately overflowed into the instrument. Approximately 10 ml was spilled into the instrument. The customer was wearing personal protective equipment consisting of gloves, lab coat and eye protection and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) stated that the bath 1 sensor and overflow sensor were covered with debris causing the dxh slidemaker stainer to overflow. Fse proceeded to replace the bath 1 and overflow sensors and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).